Manufacturer narrative:
The product was evaluated on (B)(6) 2020 and it was confirmed that there was an overflow into the pump body which caused the power issue, consistent with information from the customer on (B)(6) 2020 that prior to the reported power issue, she experienced a milk backup into the pump body. Refer to attached product evaluation pictures. Attachment: [all pic for 288806.pdf].

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including resetting the battery and requested that the battery be charged. The customer also was instructed to inspect the power cord for any damage and to try different outlets. The troubleshooting did not resolve the issue, the customer indicated that the pump still would not turn on and was just beeping. A replacement device was sent to the customer and return of the original pump was requested back for testing/evaluation. In follow up with a complaint handler on 04/20/2020, the customer indicated that she was diagnosed with mastitis which was treated with an antibiotic. In additional follow up with the complaint handler on 04/27/2020, the customer indicated that the replacement pump was working without issue, the mastitis was improved, she was halfway through the antibiotic and the original pump had already been sent back. As of the date of this report, the returned pump has not been received. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she was very disappointed and upset that her freestyle flex breast pump would not turn on. She additionally alleged that her breasts were full and painful.